Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the closure device shifted post procedure. On (B)(6) 2018, a 21mm watchman ® laa closure device was successfully implanted during a laa closure procedure. At the patients 45 day follow-up, a transesophageal echocardiogram (tee) was performed and the closure device appeared to have shifted and there was an uncovered lobe of the left atrial appendage. The patient will continue their anticoagulation therapy and is currently doing fine and in good health. A computed tomography (CT) angiogram may be performed in the future.